Event description:
It was reported that there was an alert for a high system impedance. The low energy weekly shock impedance measurement was 215 ohms. Technical services reviewed the implant impedance testing data from 2021. The high energy shock impedance was 179 ohms with a 70j shock which did not convert. The 80j shock converted successfully and had and impedance of 172 ohms. Technical services advised they may want to check the system again with a high energy shock. The doctor has explanted the system and replaced it with a transvenous system. There were no additional adverse patient effects.